Manufacturer narrative:
The investigation determined that imprecise vitros phyt results were observed from a vitros tdm iii quality control fluid lot p5703 when tested on a vitros 350 chemistry system. A definitive assignable cause could not be determined. A reagent issue, a quality control fluid issue, or a sub-optimal calibration event cannot be ruled out as contributing factors. The issue was resolved when an alternate phyt reagent lot was calibrated and tested using an alternate lot of vitros tdm quality control fluid. An instrument issue can be ruled out as a contributing factor as the instrument performance was within expectations. The customer made no allegations that patient samples were affected and there were no reported allegations of actual patient harm as a result of this event. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected.

Event description:
A customer observed imprecise vitros phenytoin (phyt) results using vitros tdm quality control fluid lot p5703 when tested on a vitros 350 chemistry system and the following two lower than expected results were observed. Vitros tdm iii p5703 phyt results of 22.9 and 23.2 ug/ml versus the customer¿s baseline mean of 29.67 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The customer made no allegations that patient samples were affected and there were no reported allegations of actual patient harm as a result of this event. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
A potential issue related to the absolute response rates and the dose response curve of phyt coating 0165 is being investigated. The FDA¿s new york district office was notified of this issue on 16 may 2018. Please refer to report # 1319809-05/18/2018-001.

Event description:
This report corresponds to ortho clinical diagnostics (ortho) inc. Complaint numbers (B)(6).